Event description:
It is reported that on post op x-rays, it was noticed that the glenosphere was tilted on the baseplate. At the 6 week check up x-ray, the tilted glenosphere was placed correctly.

Manufacturer narrative:
Eval summary: the glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interface with retractors, etc, could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. With the info provided and exact cause cannot be determined with certainty. Eval: review of the device history records was not possible as the product an/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.